Manufacturer narrative:
Follow-up submitted to report device evaluation. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), before clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient weight is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.